Event description:
It is reported that the locking mechanism of the articular surface would not engage with the tibial plate. A replacement 12mm articular surface was not available; a 10mm surface was implanted instead.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. No devices or photos were received; therefore the condition of the components is unknown. The per indicates that the posterio-medial aspect of the articular surface was damaged, but this cannot be confirmed. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.